Event description:
On 2/22/1999 dr. Used the stealthstation image guided surgery system, spinal application for a posterior cervical procedure on a 48 year old female. After having begun the procedure, the user noticed that the spine arc was no longer rigidly attached to the pt's spine. The instructions for use of this product state that the spinal reference arc must remian rigidly attached to the spinal anatomy throughout the procedure. This is necessary in order to provide accurate image guidance. The user was aware of these instructions and decided to continue using the stealthstation. After the procedure was complete, the pt complained of pain. A computerized tomography scan was done of the pt and it was determined that one of the surgical screws was misplaced. The user performed an add'l procedure on the pt to remove the misplaced surgical screw and replace it was another correctly placed one.